Event description:
Following open heart surgery a jackson pratt drain was removed from the patient's left leg. The drain ws not fully intact after removal with a 2-1/2 inch piece of the drain remaining in the patient's leg. The retained piece was removed under flouroscopy after the patient stabilized several days later.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.